Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be determined. It is likely the damage to the tip was caused by one of the following; a thermal/mechanically induced impact, wear and tear, improper handling, and/or a mechanical overload (such as impact from a fall, shock, or similar stress). It was further noted that it cannot be determined with certainty, whether there was pre-existing damage or if it had occurred during the last procedure or last reprocessing. The instructions for use (IFU) provides a warning that the ceramic tip can break due to mechanical loading or thermally induced straining: ¿4 before use warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: no corrosion; no dents; no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the evaluation, the reported issue was confirmed. The distal end was loose. The ceramic tip had fell off and the sealing ring was damaged. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device. Additional PMA/510(k): k931995. Establishment name: (B)(6).

Event description:
It was reported to olympus that an inner sheath had loose end of the sheath (tip). The reported problem was found during maintenance. No procedure involved. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the ceramic tip fell off. There was no patient injury or adverse event reported to olympus.